Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge detection notifications occurred. The user was able to successfully load a new cartridge and resume insulin delivery. Reportedly, the user's blood glucose (bg) level was 281 mg/dl. The user addressed bg level with a bolus. A system check with tandem¿s technical support indicated that the pump and cartridge functioned as expected. Reportedly, the infusion set and site were changed out prior to the system check.